Event description:
On 1/9/95 pt had right carotid endostesectomy. On 1/11/95 2245 pt heard "pop" in neck, c/o difficulty swallowing, respiratory distress-trachea became deviated due to swelling. Respiratory arrest. Unable to intubate due to swelling. Tracheostony due-pt expires. Limited autopsy results -suture failure in mid portion of the endostecectomy specimen, either secondary to broken suture or an unraveling of surgical knot.